Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/04/2026, it was reported that the patient experienced inaccurate cgm values where the cgm reading was 124 mg/dl. No fingerstick was taken. By 07:00 am, the patient experienced vomiting. The cgm reading was about 120 mg/dl by then. The patient was brought to the hospital by her boyfriend, and when a fingerstick was taken the cgm reading was 124 mg/dl, and the blood glucose reading was 928 mg/dl. The patient would have been going into a diabetic ketoacidosis state. The patient was treated with intravenous insulin, phosphorus, and other unspecified fluids. The patient also said she is taking effexor xl (anti-depressant) as part of her maintenance medication. At the time of the report, which was 2 days after the event, the patient was still admitted and did not know when they would be discharged. The patient stated however that they were feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.